Manufacturer narrative:
Concomitant medical products: product ID: addrl1, serial#: (B)(4), implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is symptomatic and feels the device pacing every three hours. It was also reported that chronic out of range (oor) lead impedance measurements were noted. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.